Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 1.22 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Available information suggests that this device will be returned to boston scientific for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 40 months of implant. Eight days later, a latitude red alert was issued for the device declaring end of life (eol), and interrogation revealed that the device was in storage mode with a battery voltage of 1.92 v. A latitude red alert was also issued for tachycardia therapy being off. The boston scientific technical services department recommended that the device be replaced as soon as possible, and the device was successfully replaced without any adverse patient effects reported.